Event description:
The customer reported to olympus, that the high flow insufflation unit's co2 randomly increased from 15mmhg to 18-20mmhg during the initiation of a minimally invasive diagnostic laparoscopic surgery. The event occurred after the second port went in. All checks were performed, and the surgeon requested the pressure be reduced to 12mmhg. The unit was stabilized to 15mmhg for the remainder of the procedure. The event resulted in a two-minute procedural delay, however there was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected fields: b5, g2 (unmark health professional), h6 (medical device problem code- replace with 4046), h7, and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.

Event description:
The event was completed using a same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event was not confirmed and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.